Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the atrial channel for an unknown reason. A revision procedure was peformed where the lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.